Event description:
It was reported that during a lavh procedure, towards the end of the case, the doctor noticed that as he was pressing the maximum button, the button was getting stuck and activating constantly. It was not reported how the case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.